Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information regarding the event were requested but not received.

Event description:
During a cardiomems implant procedure, a small pulmonary artery perforation occurred. The patient coughed for five minutes with one episode of hemoptysis. A balloon was inflated in the artery for twenty minutes with no further extravasation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pulmonary artery perforation and hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.